Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event image error e315 (incompatible scope) occurred due to water entering the endoscope. Crystallization on the control body also occurred. However, a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had crystallization on the control body and displayed an image error e315 (incompatible scope). There was no patient involvement.